Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and became unresponsive. Additionally, an occlusion alarm occurred. The customer's blood glucose ranged between 399-454mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.